Event description:
Impella CP was inserted via left femoral artery in an 86-year-old male patient presenting with unknown condition. The patient¿s comorbidities included advanced age and frailty. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage A, (At risk), indicating the presence of risk factors that could lead to cardiogenic shock, according to the SCAI staging algorithm.The 14 French Impella peel away sheath remained in place after device insertion and subsequent transfer to the Intensive Care Unit (ICU). Please note, it is against manufacturer best practice recommendations to leave the peel away sheath in place outside of the procedural area. The patient returned to the cardiac catheterization laboratory the following day, where a single access technique was done through the existing peel away sheath, and a protected percutaneous coronary intervention ( PPCI) was completed. The patient was reported to be on systemic dual antiplatelet and anticoagulation therapy with an elevated Activated Clotting Time lab value of 250 seconds.At the completion of the PPCI, the peel away sheath was removed and replaced with the repositioning sheath. The repositioning sheath was noted to be secured following best practice recommendations to include matching angle of insertion, and forward tension sutures. Upon return to the ICU, a hematoma was reported at the access site. A Femstop was used over the site to attempt hemostasis. The patient also required initiation of inotropic/vasopressor support, in addition to 5 units of packed red blood cells. The patient subsequently had cardiac arrest with return of spontaneous circulation (ROSC) following cardiopulmonary resuscitation.On the day of the event, the Impella CP was at a performance level of 8 with flows of 3.3 L/min, functioning as intended with purge solution of 5% dextrose in water with sodium bicarbonate.Over the patient's clinical course, their SCAI shock stage progressed to stage E (extremis, indicating hypoperfusion and organ failure despite numerous interventions, according to SCAI shock algorithm.) The family elected to withdraw care for the patient due to their poor prognosis and the patient later expired.The bleeding event is most likely contributed to the increase dwell time of the 14 French introducer. It is recommended that the 14 French peel-away sheath be removed and exchanged with the 13 French repositioning sheath in the procedure room due to the need for 1 French size vessel recoil. The increased dwell time can impact the ability for the vessel to recoil. The bleed did result in patient deterioration and ultimately the patient expired, therefore the product cannot be dissociated from the death.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.